Manufacturer narrative:
D2. Medical device type: one additional code applies, jka. G5. PMA/510(k)#: one additional code applies, k213670. H6. Investigation summary: bd had not received samples or photos in support of this complaint catalog 367856, lot number 3289484. 100 retentions were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported black foreign matter was found in bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. Three shelfs cartons were affected. The tubes were not used. No impact was reported.